Manufacturer narrative:
(B)(4). B6 relevant tests/laboratory data, included - additional. H2 additional information.

Event description:
Subsequent to the initial MDR, additional information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, the patient was tired, had a headache was thirsty, and became lethargic. The cgm readings were rapidly rising & falling from 120-200, it was compared to a fingerstick which was reading 500. It continued until midnight so his father called 911. The ambulance arrived by 1:00am on (B)(6) 2025. A fingerstick was checked his bg was also reading 500 and the cgm reading was lower (no specific value provided). The patient was taken to the hospital via ambulance and was admitted to the intensive care unit (ICU) where his bg was 800. The cgm was removed. A series of mris and fingersticks were done which read high (500-800) and he was immediately given IV fluids and insulin. The patient was in the hospital for 6 days for observation and provided medication. The patient had a brain bleed and swelling due to diabetic ketoacidosis (dka). During his stay, he was given insulin, IV fluids, anti seizure meds, and medication to prevent brain swelling. Post discharge, he attended a series of follow up check ups to monitor the brain swelling. At the time of the report, the patient was doing fine. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.